Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A migration of the electrode has been confirmed via CT scan. According to the implant registration card a full insertion was achieved and no ossification was seen. A meeting on the 15th march is scheduled to discuss this case.

Event description:
A migration of the electrode has been confirmed via CT scan. Further analysis of the CT images were performed; however, no update on this could be received.

Manufacturer narrative:
Additional information: according to the information received from the field the electrode array partially migrated out of cochlea as confirmed by diagnostic imaging. 3 channels have been disabled and the device is presumably still implanted and in use. No information on possible further steps has been received.